Manufacturer narrative:
(B)(4).

Event description:
It was reported that excessive alerts occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as a transmitter fatal error. The probable cause was determined to be fatal error. The reported event of an excessive alert is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.